Manufacturer narrative:
A ge representative evaluated the system and cleaned the system and replaced the batteries. The system operates as intended.

Event description:
The customer reported the system's main batteries were leaking and arcing to the chassis causing a sulfur burning smell. No pt or staff injury was reported.